Event description:
It was reported that the patient presented to the clinic with symptoms of light-headedness. Upon interrogation of the pacemaker, it was found that the right ventricular (rv) lead exhibited loss of capture, impedance issue, and noise oversensing which lead to pacing inhibition. The rv lead was explanted and replaced. The patient's condition was stable.